Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on 6 south at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail mechanism was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail mechanism to resolve the issue. Based on this information, no further action is required.